Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported, prior to surgery on (B)(6) 2013 and while opening the device package in the clean area; the nurse discovered gray fluid coming out from the hollow and mechanical parts of device. It was also reported the surgeon did not utilize the device for the procedure, but instead opted for competitors handpiece. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
The results of the visual examination and check showed some residues of oil inside of the article. After performed mild washing and before steam sterilization we could discover little oil spills. The drive engine of this power tool does need some lubrication in order to work well. It is likely that the protection cap was not mounted on the inlet of the air hose before washing. No product fault could be detected. Placeholder.